Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they couldn't connect to their implant to turn their stimulation on, was getting recharger is inactive on their handset and the issue began yesterday. Patient said they had tried so many times and recalled their representative telling them before troubleshooting steps they can take but they had done that like 50 times and it wasn't connecting. Patient mentioned they were trying to connect to see if their stimulation was on because when they were charging and driving yesterday, they forgot that they shouldn't be charging in the car and now the implant was off and they could barely move. Patient also mentioned that if they charged and they were driving their car, it would shut off the implant and interferes with their car and they wouldn't be able to use their car fob at all. Agent walked patient through closing out of all running applications, opening the mystim rc app, and scanning the serial number of the neurostimulator but patient got service code 310. Agent instructed patient to power off the wireless recharger, closing all applications and open the mystimrc app. Patient was able to scan the code of the communicator then placed the communicator over their implant and patient was able to successfully connect to the implant to see their therapy settings. Agent reviewed the difference between mystimrc and recharger application with patient. The troubleshooting steps that were taken on the call resolved the issue.